Event description:
The following was received from another manufacturer¿s anchor registry. Endurant stent graft systems were implanted for the endovascular treatment of abdominal aortic aneurysms. 92 % of endurant primary cases were with hostile aortic necks. It was reported there were acute type ia endoleaks and distal mis-deployment in the aortic neck. There was a late type ia endoleak noted and stent graft migration. Endurant stent grafts were used in 21 patients with infrarenal neck lengths of 0-5 mm and in 40 patients with lengths of 5-10 mm. There were 16 patients with infrarenal neck lengths of 0-5 mm and 35 patients with 5-10 mm. A single endurant type 1a endoleak was observed in a subject with a 5 mm neck, 38 degrees of angulation, and 2mm average neck mural calcium thickness. The subsequent endoleak appeared to originate near this location (of the mural calcium). The endo anchor that poorly penetrated the aortic wall was also located just anterior to the calcium. The endurant stent graft was placed 6 mm below lowest main renal to preserve an accessory renal artery. Suspected unintentional stent graft distal deployment. The aortic neck is conical in shape. The diameter at top of the fabric was 27.5 mm versus 23 mm at the lowest main renal. The implanted endurant bifurcated stent graft was a 28 mm in diameter (which is undersized, should have used a 32 mm). The endoanchor at the 1 o¿clock position is at a 45-degree angle to the aortic wall and appears to poorly penetrate the aortic wall. This was where calcium was located on the baseline CT. No further information was provided.

Manufacturer narrative:
Conclusion: aortic neck <(><<)> 10 mm in length. Exact event and implant dates are unknown.